Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece didn't heat up, but did find that the cap was sticking in the inwards position and it's causing friction on the rotor. Also chip air is clogged in handpiece head. Replaced head drive with new turbine and cap. Replaced water valves and cleaned water port.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.